Event description:
It was reported that the ilet user was unable to prime the infusion set applicator, manually pressed the set into the body, and later noted difficulty visualizing drops during fill tubing, raising concern for an incorrectly deployed 23-inch teflon 6 mm inset infusion set. Symptoms included elevated blood glucose to 183 mg/dl trending steady after a meal. Outcomes included completion of troubleshooting and education with no alerts or alarms, successful full supply change, successful tubing prime with visible drops on second attempt, proper infusion set application, cannula fill, and blood glucose at 176 mg/dl at call end. Investigation included review of pump logs and guided stepwise replacement of infusion set and cartridge. Investigation of this case revealed no evidence of a leaking cartridge and that the initial issue was consistent with an infusion set deployment issue that resolved with full supply replacement and correct priming technique. It was concluded, based on previously established findings for similar reports, that the cause was user technique.